Event description:
The patient called to report hearing the device beep for approximately three days. Follow-up conducted revealed that the right ventricular (rv) lead dislodged. Additionally, it was reported the rv lead had noise. The rv lead was capped and replaced. It was also reported that the device was replaced due to the set screw "pulling out". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.